Event description:
The customer reported vent proximal pressure sensor auto zero failed. The customer reported that the unit was not in use on patient. The issue was found during setup for patient use. The customer contacted product support and had customer check service logs. Found error code proximal pressure sensor autozero failed (110b). Verified there hasn't been any work performed on the unit lately, dealing with the data acquisition (da) board. The customer confirmed no work has been performed on the unit. Product support informed customer per manufacturers recommendations, to replace sol 3 and 4, and if problem still occurs to replace da board. The customer requesting part number and price for sol and da board. Per biomedical engineer, the solenoid was bad and was replaced, and the cable was reseated (during the replacement). The issue was resolved afterwards. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.